Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Reportedly, the customer was unable to locate the battery charge end date and time under the pump history. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to perform troubleshooting with tandem technical support. However, the customer did not respond.